Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Mechanical upgrade performed, pneumatic circuit checked, unit cleaned, 8-hour endurance test carried out unit calibrated newly. Functional test acc. To test procedure completed, electrical safety test completed. Hipot test completed. Functional test performed. Safety test checklist enclosed. Device history record could not be performed because complaint device was produced prior to the closure of the fms facility in (B)(4). This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the suction on the 4580 fms duo+ pump/shaver combo device did not work. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.